Manufacturer narrative:
Concomitant medical product: d224trk ICD, implanted: (B)(6) 2011.

Event description:
It was reported that the impedance on the svc coil had gradually increased. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.